Event description:
During a coronary artery bypass procedure, the first heartstring seal was observed to have cracked after being deployed and four heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a sixth heartstring seal, but the aortotomy started to leak because the aorta was heavily calcified. However the surgeon was abel to complete the procedure with the sixth seal. No pt complications were reported by the hosp.